Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-03602 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through functional testing including pace stress testing and bench handling using test cables without duplicating any malfunction. A review of the device logs showed fault messages that could be an indication of poor coupling or an issue with the customer's accessories. No accessories were returned as part of this investigation. There are multiple reasons for poor coupling, including but not limited to improper electrode application or inadequate site preparation. The x series operator's guide (pn: 9650-005355-01) (rev: d) states that "correct electrode placement is critical to obtaining optimal results" when pacing. When particularly referencing capture, the operator's guide states that "changing ECG leads and size can sometimes be helpful in determining capture" and "location of the hands-free or therapy electrodes affects the current required to obtain ventricular capture." The device was recertified and returned to the customer. No trend is associated with reports of this type.